Event description:
A fail code 703. The biomed did not have info regarding whehter the failur occurred during pt use or biomed testing. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.